Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited under-sensing and inadequate therapy; 3 beats of drop-out that slowed detection/treatment of monomorphic ventricular tachycardia slightly. Programming changes were made on the device.